Manufacturer narrative:
Device investigation: results: there is no visible damage to the detachment handle. The detachment handle has the pusher assembly stuck inside the cone. Attempts to detach the pusher from the handle were unsuccessful. Conclusion: the detachment handle complaint was confirmed. This detachment handle has a pusher stuck inside that cannot be removed. The pusher assembly may become stuck inside the handle if the black pet lock at the proximal end catches on the inside of the detachment handle cone or if the handle in actuated a number of times, the pusher assembly may be pulled back too far into the handle and kink. Either of these events may have caused the pusher assembly to become stuck inside the detachment handle. However the pusher functioned properly during the case. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
After the physician detached the coil, he attempted to withdraw the coil delivery pusher outside of the patient's body. But the coil delivery pusher could not detach. He replaced to the new detachment handle and used without any trouble. The patient was in good condition after the operation.

Manufacturer narrative:
Conclusion: the device is available for return and a follow-up report will be submitted upon completion of the device investigation.